Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer decontaminated the analyzer and changed the sample needle. The field service engineer then noticed deposits on the reaction cell, the pipes rinsing unit was pierced and the pipe rinsing unit was clogged. He changed the reaction cell and the pipes. All qc was then within range and the customer has had no further issues. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable phos2 phosphate (inorganic) ver.2 result for one patient sample from the cobas 8000 cobas c 701 module. The initial result was 129.3 mg/l and the repeat result was 30.9 mg/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 482732. The expiration date was requested but was not provided.